Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H1. Type of reportable event: serious injury h6. Investigation codes: updated investigation summary: the sample returned consisted of one (1) for p/n: 670175 in used condition, in a plastic bag. During visual inspection it was detected that the inflation line was cut. The customer reported that after 29 days of product use the water could not be extracted from the inflation system, the customer cut the inflation line to release the water from the product. During the days prior to the incident, no problems with product function were reported. Since the sample was cut by the customer, the failure mode was not confirmed. Based on the analysis performed on the sample provided and the reported by the customer, no root cause could be determined since the complaint was not confirmed. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water could not be withdrawn through the pilot balloon after 29 days of use, thus inflation line was forced to be cut to withdraw the water and remove the tube. This was solved by replacing with a new one. There was a patient involvement, and no medical intervention was required, and the issue has been resolved.